Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020 an ampatzer pfo was selected for a procedure. After opening the distal disc in the left atrium, it was notated that the left atrial disc was cupped. He attempted to flatten it while gently nudging the device against the back of the left atrium, but it would not flatten out. Given this appearance, he decided to recapture the device and inspect it. After the device was removed from the body the left disc retained a very cupped shape. He than decided to open a 25mm pfo occluder, which was placed successfully with no further issues. Both devices were delivered through an 8fr trevisio. There was no significant delay in the procedure. There were no complications in the procedures. The patient was discharged the same day per the routine post procedure.